Manufacturer narrative:
H3 product analysis: no conclusion can be drawn. Device evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the perforator didn't stop when reached the dura. No patient impact reported. It was also reported that there was no intervention performed, no damaged piece remained in the patient's body. The procedure was completed with reported product. Additional information regarding the patient impact and procedure delay was being followed up from the facility. On followup it was also reported that at the end of the drilling of the bone, no consequences for the patient, only malfunction of this instrument.